Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt, currently (B) (6), who received super poligrip original denture adhesive cream (formulation number (B) (4)) over a period of 16 years for denture adhesion. Physician or other health care professional has not verified this report. Co-suspect medication included super poligrip ultra fresh denture adhesive cream (formulation (B) (4)). On an unk date, the pt started poligrip (dental). In (B) (6) 2008, at an unk time after starting super poligrip, the pt was "diagnosed with neuropathy attributed to excess zinc and resulting copper depletion." The attorney claimed "this cooper depletion results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and other complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, the user already suffers permanent neurological and other physical injuries and enduring disabilities." This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2009-00072. Super poligrip is manufactured in (B) (4), (B) (4), and neither the product nor lot number for this product is available. (B) (4).